Manufacturer narrative:
The hard drives were replaced and the repaired unit was returned to the manufacturer.

Event description:
The customer stated that the central monitoring system (cns) failed and that both hard drives are bad.